Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and the amplitude of the stimulation decreased on its own. Reportedly, patient suffered multiple falls. Therapy turned off on its own and patient received an error message stating that the desired amplitude of stimulation cannot be delivered. Diagnostics revealed high impedance and troubleshooting confirmed that the right tail of the lead was fractured. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.